Event description:
It was reported that the device was not capturing any readings.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the valve was found cracked, loose speaker and shifted c02 pump. The customer stated problem was duplicated. Internal inspection the internal of the device found the valve damaged and cause a leak. The damage is due to impact of the monitor. Replaced valve and repaired the speaker. The cause of the reported problem was traced to the user manipulation of the device. DHR review is not relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-08698. The report was submitted in error., corrected data: corrected information provided in h10.